Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable bilt3 bilirubin total gen.3 results from the cobas c 503 analytical unit. The initial result was 6 mg/dl, and the repeat result was 13 mg/dl. The repeat result was believed to be correct.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer found that the sample probe was occluded. He replaced the sample probe, performed operational and mechanical checks, which passed within specifications. The investigation determined that the service action resolved the issue.